Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the acetabular cup and femoral head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No similar complaints were identified for the head and cup. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Based on the available documentation, the elevated metal ion levels, the noise from the hip, fibrous connective tissue and synovium with chronic inflammation are not likely the contributing factors, to his ¿stage 1 renal failure¿. The presumed, rise in his bun and creatinine could be related to his testosterone, antihypertensive or diuretic medications, age, and fluid balance. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The impact to the patient and his reported rigorous life style cannot be predicted. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery of the right hip was performed due to elevated chromium and cobalt levels.